Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to a venous access needle infiltration which precluded the blood from being returned through the venous needle. The user's guide provides instructions for the operator to perform a temporary disconnection to evaluate and restore vascular access flow. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage has reviewed the event with the facility. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced a venous access needle infiltration. The operator called technical support to report the needle infiltration. Since the pt's blood had been sitting for about 20 mins, technical support advised the operator not to rinseback, resulting in a 210cc blood loss. No medical intervention was required as a result of the blood loss.